Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level and insulin pump was not working. Customer's blood glucose value was 400 mg/dl and 500 mg/dl. Customer's blood glucose level was 200 mg/dl at the time of incident. Mother had giving son shots and it will bring it down for a little while. Patient has been running 185% temperature basal but it doesn't help started having an issue with the act button two days ago and now high blood glucose level. Mother stated he noticed on saturday the act button was like it was recessed into the insulin pump and hard to press. The customer was assisted with troubleshooting and declined for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The drive support cap appears normal (slightly indented). The customer was treated with manual injection and one bolus. The insulin pump will be returned for analysis.